Event description:
The customer reported via phone call that a piece of the insulin pump was broken off. Customer stated the damage was located at the reservoir compartment. It was also found insulin was leaking as a result. The customer's blood glucose was 500 mg/dl. The customer treated their blood glucose with a manual injection. The customer was unsure how the damage occurred on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip and a cracked case at the display window corners.